Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant downstream occlusions, caused by a failed downstream sensor with current readings out of specification. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a constant downstream occlusion. It as also reported that there was no pt incident.